Manufacturer narrative:
Initial reporter occupation is lay user/patient (patient's wife). Product labeling states: "you may see...error messages while using the coaguchek xs meter." And "if the problem persists, call the roche customer support center." The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The patient had attempted to test on the meter on (B)(6) 2021 but had received an unspecified error message. On (B)(6) 2021 the result from the meter at 9:28 a.m. Was 7.0 inr. The result from the laboratory 4 - 5 hours later was 5.0 inr. The patient¿s therapeutic range was provided as "2.3 inr."